Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was leaking at the reservoir barrel. The customer stated that there was fluid visible inside the device. Blood glucose level at the time of the incident was not provided. Customer was advised that two reservoirs would be replaced, but did not confirm that the device would be returned.